Manufacturer narrative:
Correction: the correct device serial number is (B)(6); not (B)(6) as previously reported. Device analysis report attached. This report is submitted on february 02, 2024.

Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to improper placement of the implant. The patient was reimplanted with another cochlear device during the same surgery.